Manufacturer narrative:
Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. The subject device is not available for evaluation as it has already been discarded. Although the reason for the redo-avr is unknown, there has been no allegation of product malfunction or deficiency. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. If any new information becomes available, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic aortic valve, implanted for two (2) years and one (1) month, was explanted due to unknown reasons. The explanted device was replaced with another edwards bioprosthetic valve. No other details provided.

Event description:
Per medical records received, it was learned that a bioprosthetic aortic valve, implanted for two (2) years and one (1) month, was explanted due to aortic insufficiency, severe perivalvular leak(pvl) and an ascending aortic aneurysm. Intraoperatively, the pvl was found in the area of the left coronary cusp. The ascending aortic repair was performed with a 28mm gelweave valsalva graft. The explanted valve was replaced with another edwards bioprosthetic valve. There were no operative complications. The patient was rewarmed and weaned from bypass without incident. The patient was transported to the ICU in stable condition. The patient was discharged home in stable condition on pod #7.

Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. The annulus is not a static structure and has dynamic characteristics which have been shown to playa critical role in valve function and efficiency. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under-sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. In this case, limited information was provided regarding the cause of the pvl. However, it appears that this event was likely due to technique and/or anatomical related factors. The valve was replaced with another edwards valve, one size larger. There has been no indication or allegation of a product malfunction. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.